Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced discomfort with the placement of this system. The physician moved the existing system intermuscular and an aziyo pouch was implanted along with the same system. This s-ICD remains in service. No additional adverse patient effects were reported.